Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 80-90% stenosed, moderately calcified, diffuse lesion was located in the mid to distal segment of the severely tortuous left anterior descending artery (lad). The mid and distal segments of the lesion was pre-dilated with a non-bsc 2.5 x 20mm balloon, inflated to 13 atms seven times. Two taxus liberte drug-eluting stents (2.5x20mm, 2.75x32mm) were implanted. Then, the 3.0 x 32mm taxus liberte stent could not be delivered to the proximal end of the lesion, therefore, withdrawn. Upon inspection, it was observed that the stent was deformed. The lesion was then treated with an unspecified balloon and the procedure was completed with another 3.0 x 32mm taxus liberte des successfully implanted. No patient injury or complications were reported. The patient's condition was reported as "well".

Manufacturer narrative:
Device analysis confirmed the complaint reported. Visual and microscopic examination of the returned device revealed proximal stent damage. Some of the stent struts were raised. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. Slight kinks were found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. A review of the manufacturing records found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of this complaint incident is unknown.